Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The tip of a polaris 5.5 plug driver was found twisted during a routine inspection after clinical use. No information is available regarding the time of twisting.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed that the tip of the device is twisted. Potential cause: root cause was unable to be determined. A twisted tip can occur when the driver is over torqued or when force is applied off-axis. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
The tip of a polaris 5.5 plug driver was found twisted during a routine inspection after clinical use. No information is available regarding the time of twisting.